Event description:
Additional info from the hcp reported the only issues the pt was having prior to explant were questionable "tolerance issues."

Event description:
The hcp reported that "regular updosing needed." The pt wanted the pump removed. The pump was explanted and returned to the MFR for analysis.